Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring iii were used in the case. The first one worked fine. The second heartstring iii not unfurl completely, so the surgeon flicked the aorta with his finger to get it to unfurl properly. The third heartstring iii had too much tension when the surgeon went to pull the string to unravel and two of the suture's to tore. A side biter clamp was used to complete the procedure. The cause was completed using all three seals. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal complaint number - (B)(4).